Manufacturer narrative:
During device evaluation, the reported issue was confirmed: the nozzle was blocked. The device failed functional testing for air supply volume and water supply volume due to the clog at the nozzle. The foreign material was removed and examined: the foreign material resembled black rubber mixed with plastic fibers. Testing showed device failed electrical insulation specifications due to a cut on the heat shrink tubing of the lock engagement lever. Visual examination showed the following additional issues: the hand grip was sheared; the switch box was dented; the right/left directional knob was sheared; the plug unit was damaged; the scope case was dented; the objective lens was cracked; the light guide lens was cracked; the connecting tube was cut; and the universal cord's coating was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a blocked channel. The issue was found during reprocessing. No adverse effects to patient reported. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. There were no malfunctions in the accessories used for reprocessing. There was no delay to the start of pre-cleaning or manual cleaning. The detergent used was "giodeter". The surface of the device was cleaned during pre-cleaning and wiped/brushed during manual cleaning. The device was last used 09november2023 before returning to olympus. This event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): gif-h185 operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif-h185 reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.